Event description:
The customer reported that an alarm did not work after the booting up of the suresigns vm6 patient monitor. The device was not in use monitoring a patient at the time of the reported issue. No adverse event was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6) reporter phone number: (B)(6) philips has received a complaint on the suresigns vm6 patient monitor indicating "an alarm did not work after the booting up of the patient monitor.¿ the device was not in clinical use during the event and no potential or actual harm was reported or occurred. The customer reached out to philips via a national medical products administration report (nmpa#(B)(4)) requesting an investigation of the issue. A philips remote service engineer reached out to the customer to confirm the issue. It is not known if any functional tests were done on the device. It was asked but unknown which parameter alarm was affected or what type of alarm was the customer expecting. However, there was a problem with a dead battery involved in the alarm issue. It is not known if the faulty battery was a philips product or a third party device. The hospital equipment department replaced the battery and the equipment returned to normal use. Based on the information available and the testing conducted, the cause of the reported problem was a dead battery. The customer replaced the battery to resolve the issue. It has been concluded that no further action is required at this time. The device remains at the customer site.